Event description:
Consumer posted on (B)(4): "I was disappointed in these brush heads. It was supposed to be enough for to last a whole year. To use each one for three months. The bristles would fall off and they would vibrate off of the unit" no further information provided.